Manufacturer narrative:
Continuation of d11: product ID (B)(6) lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6)2018 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(4) 2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient battery and leads will be returned for analysis. Entire system replaced on (B)(6) 2018. No environmental/external/patient factors may have led or contributed to the issue. The issue has been resolved at the time of this report. Patient is alive with no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient wanted to have a reprogramming session due to a change in stimulation. High impedances were found during an impedance check (10,000 ohms found on all contacts). An x-ray was requested which showed to have one lead that moved down one whole vertebral space, otherwise looks fine. The rep could not get any stimulation to occur during further testing. The battery was turned off after multiple attempts to program and attempting to get the patient to feel paresthesia. Surgical intervention has not taken place, but is planned. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported they are still in the process of getting the patient's revision scheduled. The cause for the patient's issues still has not been determined. The patient mentioned during the appointment that he took it easy as directed by the doctor during recovery and he is not aware of any event that had happened where he could of damaged the device. He does work on cars and has to fit into tight spots for work. During the appointment the doctor was asked to get an x-ray on his device to see if anything moved. The x-ray looked normal per the doctor. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead serial# (B)(4) found that the lead/body/conductor was broken at the injex anchor site. Analysis of the lead serial# (B)(4) found the lead/body/outer insulation had melted. Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.